Event description:
It was reported that during engineering evaluation it was discovered that the small battery drive device had sticky triggers. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the assignable root cause of the device evaluation was corrected from the device internal motor or electronic control unit (ecu) failure due to usage wear over time to user error/misuse and /or abuse. Due to further investigation, the evaluation was updated: reliability engineering evaluated the device and determined that the device had sticky triggers and worn coupling head. It was determined that the sticky trigger was due to failing to oil after each use and improper cleaning. It was determined that the worn coupling head was caused by user error and / or abuse and possibly misuse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error, abuse and / or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to internal motor or electronic control unit (ecu) failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.